Event description:
The affiliate stated the customer reported approximately one fourth (1/4) cup of cleaner solution leaked from the white blood cell (wbc) bath area during system startup involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted; no erroneous results were generated. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) assessed the instrument at the facility. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) discovered a crack in the white blood cell (wbc) aperture housing along the joint that connects the electrode to the bath. The crack had sealed itself with dried diluent and did not appear to be leaking. The fse replaced the wbc aperture housing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).